Event description:
Patient was receiving 1 unit of packed red blood cells hung at 0400. Total volume was 345 ml to run over 2 hours. At approximately 0550 rn noted blood bag to still contain large volume of blood. Tubing rechecked by rn and confirmed that tubing and bag were hung correctly. Noted to be a pump problem. Pump removed and blood finished on new pump.